Manufacturer narrative:
Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated with low vault. At a later date, the lens was exchanged for a longer length lens of the same model and power. Cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge tube. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
H4 - 4. Device manufacture date: 20-nov-2024 corrected 05-oct-2023. Claim (B)(4).